Manufacturer narrative:
Records indicate this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was lost to follow up. They were scheduled to have their device reprogrammed to monitor only due to do not resuscitate (dnr). Upon interrogation the device was found to have reached storage mode approximately 18 months ago. Due to the device being in storage mode no programming changes were made. No adverse patient effects were reported.